Event description:
The manufacturer received information alleging a ventilator was alarming for low pressure and low flow. There was no harm or injury reported. The ventilator was returned to a third-party for evaluation and the customer's complaint was confirmed. The device's sensor board needs replaced to address the issue.